Event description:
It was reported that the customer had two faulty bezel assemblies. It was noted that it holds the motor mount, however with the defect the strap will not be held in place and properly secured. There was no patient involvement.

Manufacturer narrative:
Please note that the investigation was performed only on the components (pump module bezel assemblies), as these were the only samples provided by the customer. The actual date of event is unknown. Investigation summary: the reported complaint regarding motor mount retention failure was confirmed through visual inspection of the returned bezel assemblies, which showed physical damage to the mounting tabs. External and internal inspection of the bezel assemblies returned by the facility confirmed physical damage to the motor mount attachment tabs: a fracture at the lower left area on one bezel (s/n: (B)(6) and another at the upper right area on the second (s/n: unknown). Both components had a date code of january 2025, and no other anomalies were identified. The returned bezel assemblies were installed in a known good pump module, which was calibrated and underwent preventive maintenance prior to testing. A one-hour rate accuracy test at 100ml/h was performed with each bezel, yielding errors of 0.74% (s/n: (B)(6) and 0.59% (for s/n: unknown), respectively. Both results fall within the acceptable ±5% specification. A review of the system logs could not be performed as there were no devices or logs received for this investigation. The bd alaris user manual (v12.5) states not to use a device with any damage. Send it to biomedical engineering for repair. There was no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the event reported by the facility regarding failure to secure the motor mount was confirmed through inspection of the returned bezel assemblies, which showed physical damage to the mounting tabs. However, a definitive root cause could not be determined due to insufficient information regarding the components¿ prior use, installation, or operating conditions. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.